Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult clip deployment (B)(4). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The first clip (B)(4) was advanced to the mitral valve. During deployment, when the lock line was pulled out, the second final arm angle test failed, the clip opened. The arm positioner was turned in the close direction closing the clip again. The final arm angle was tested again, this time the clip did not open. Deployment of the first clip was completed. To further reduce mr, a second clip (B)(4) was placed. After pulling out the lock line, performing the second final arm angle, pulling out the release pin and turning the arm positioner in the open direction, the clip opened about 5 to 10 degrees. After confirming mr did not increase and that the clip was stable, clip deployment was continued, however the clip would not separate from the shaft. Troubleshooting was performed, (the stabilizer was moved back and forth, moved the steerable guide catheter in the ap direction, released and added m knob, turned the delivery catheter (dc) handle counter clock wise, adjusted the angle of the dc shaft and clip, rotated the actuator knob again and the clip detached from the shaft. The second clip tilted, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A total of two clips were implanted, reducing mr to 1-2. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A conclusive cause for the reported unintended movement, difficult or delayed activation could not be determined in this complaint. The reported migration that led to incomplete coaptation were a result of troubleshooting steps resulting from difficulty disengaging the clip from the delivery catheter shaft; and is due to operational context. There is no indication of a product issue with respect to manufacture, design or labeling.